Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The patient reported that the cause of being in the hospital was generalized weakness, inability to ambulate due to parkinson's disease or other medical problems.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an external neurostimulator (ens) for urge incontinence. Patient stated that she had been out of all day and doesn't have the information with her. The issue was not resolved at the time of the report. Patient stated that she was currently in the hospital, unsure of reason of stay. She stated that she was brought in yesterday, because she was having complications. Patient was still having the permanent procedure done on (B)(6). No further symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The hcp reported that the cause of being in the hospital was generalized weakness, inability to ambulate due to parkinson's disease or other medical problems. The hcp confirmed that the patient was released from the hospital